Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that an alert was generated for this system due to suspension or greater than programmed value on the competitive atrial lead. Additionally, a red alert was generated due to an out of range pacing impedance measurement on the atrial channel which was greater than 2000 ohms. A review of the stored data identified the last four threshold tests were in incompatible mode. The impedance trend shows consistent measurements until four months ago and then varying spikes were observed. A boston scientific technical services consultant discussed programming options and troubleshooting techniques with the caller. No adverse patient effects were reported.